Event description:
The customer reported that the device unexpectedly shutdown. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device unexpectedly shutdown. There was no report of pt involvement. A third party field service engineer evaluated the device. The reported issue could not be recreated. The device passed all testing and remains at the customer site. We cannot determine the cause of this reported issue.